Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The surgeon was unwilling to complete the questionnaire or provide any further information. (B)(4).

Event description:
Adverse event(s): "vision 0.2 (20/100)" (vision, impaired). Product problem(s): "fibrin deposits" (foreign material present in device [iol intraocular lens) implant]). A surgeon reported, he observed fibrin deposits on four intraocular lenses (iol) in approximately four weeks. He removed the fibrin deposits by laser. The surgeon reported the visual acuity of the patients was 0.2 (20/100) due to "haze" caused by fibrin deposits before the laser treatment and 1.0 (20/20 after the laser treatment. The surgeon was unwilling to complete the questionnaire or provide any further information.